Event description:
The customer complained of an erroneous high inr result for 1 patient tested on coaguchek xs plus meter with serial number (B)(4) compared to an acl top analyzer using hemosil reagent. At 1:00 p.m. The result from the meter was >8.0 inr. The patient had venous sample drawn at 1:20 p.m. And the result from the laboratory was 4.4 inr. The patient's therapeutic range is not known; however, the result of 4.4 inr is above the patient's therapeutic range. No medical treatment was necessary. The patient was in stable condition and was discharged following the laboratory result. There was no allegation that an adverse event occurred. The patient has no concerns with hematocrit levels. Controls were not run on the meter on the day of the event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.